Event description:
It was reported that the patient presented in clinic. A chest x-ray was performed and revealed that the patient's right atrial (ra) lead had become dislodged. The ra lead was attempted to be reimplanted but was unsuccessful, and the physician suspected it was due to tissue in the helix. The ra lead was explanted and replaced. The patient had no consequences.